Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending artery that was 80% stenosed. A 2.5x12 and a 2.75x12 balloon pre-dilated the lesion at 8 atmospheres. A 2.75x23mm xience xpedition was then deployed. A distal end dissection was noted. A 2.75x8mm drug-eluting stent was used to treat the dissection. Timi iii flow established without any residual stenosis and with no adverse effects. Results were very good. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.